Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient complained about infusion set leakage at site on (B)(6) 2024. Infusion set was in use for 2 days. No further information available.